Event description:
A surgeon reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced a capsule tear in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the tear during hydrodissection when the very dense nucleus was prolapsed out of the capsule bag. Since the capsule bag would not support a lens, the surgeon had planned to perform a secondary iol but the patient opted to remain aphakic.

Manufacturer narrative:
The system database, system optical coherence tomography (oct) recording, video display recording, and the operating room surgical video were unavailable for analysis as the patient was not identified until just recently. With receipt of the patient info, add'l investigation of the capsule tear, including root cause analysis, is now underway. If appropriate, a follow-up MDR will be filed in accordance with the 21 cfr 803.56 regulations. At this time the cause(s) of the capsule tear is unk.